Event description:
It was reported that the device was making a grinding noise during initialization and wouldn't allow the customer to cock the probe. The case was aborted, and the pt will be rescheduled. No pt consequence occurred. One st holster and two used probes to be returned by the customer for analysis.